Manufacturer narrative:
This report is for an unknown quantity of unknown screws for the liss plate. Part and lot numbers are unknown. Without the specific part and lot numbers, the UDI is not available. Not explanted. Complainant device is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that patient underwent a revision of a titanium less invasive stabilization system (liss) plate and screws on (B)(6) 2017 due to an intertrochanteric fracture above the plate. The unknown 13-hole liss plate and an unknown amount of unknown screws were originally implanted on an unknown date. The entire plate was not removed. The top part of the plate was sawed off to shorten it to make room for the dynamic hip screw (dhs) plate. It was removed easily. The screw holes were empty on the top of the plate; therefore, no screws were removed/explanted when the top of the plate was cut-off. No surgical delay or patient harm. The procedure was successfully completed. Patient outcome is stable. This report is for an unknown quantity of unknown screws for the liss plate. This is report 2 of 2 for complaint (B)(4).